Event description:
Customer reported an unknown blood glucose results in the "high teens" obtained on his advantage system. Customer believes he then dosed himself with 10 units of humalog. About two hours later, the customer tested his blood glucose again and got a reading of 24 mmol/l. As customer was unsure if he had already dosed insulin earlier, he gave himself another 10 units of humalog. Shortly after this, he was found unconscious by work mates and an ambulance was called. By the time the ambulance arrived, he was conscious. Ambulance specialists tested customer on customer's advantage system and obtained a result of 16 mmol/l. The ambulance crew tested on their advantage system and obtained a result of 3.3 mmol/l. Customer's symptoms improved, and he did not require medical treatment. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in other country.